Event description:
It was reported that this health care professional (hcp) stated the patient heart rate fell to the 30's and low blood pressure. The hcp noted ventricular spikes with loss of capture (loc). The thresholds for this pacemaker, right atrial (ra) lead and right ventricular (rv) lead were not reported. A temporary pacing wire was placed, and an x-ray was performed that confirmed no lead fracture or dislodgement was present. There were no corresponding episodes found in the device data. This pacemaker and leads remain in service. No adverse patient effects were reported.